Event description:
It was reported the trial patient had a temperature of 100.3 degrees three days following the procedure. Additional information received a month later reports the cause of the event was unknown allergy to bactrim. The patient was admitted to the hospital for observation. CT scan on (B)(6) 2015 was done and no evidence of free air or fluid in pelvis. No malfunction on stimulator. Patient had allergic reaction to IV (intravenous) bactrim. The patient recovered without permanent impairment. The episode determined to not be related to implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3625, serial# unknown, implanted: (B)(6) 2015, product type: screening device. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).